Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch phh212, xcf2515 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken needle found and the whole needle retrieved? Any adverse patient consequences? If yes, what medical/surgically intervention was provided? How was the procedure completed? Are any samples available for evaluation? Broken needle or representative samples?

Event description:
It was reported that the patient underwent cabsair implantation for a hernia and suture was used. During the implantation for a hernia, when the suture had been done, the needle broke. The operating room team researched the needle during 10 minutes. Another device was used. There were no adverse patient consequences reported.